Event description:
On 02/12/2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge has a black knob that is not turning very easily to pull the blood. This issue was discovered during the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.